Event description:
It was reported that during sicd implant procedure this device exhibited a red screen that indicated that it should not be implanted. This device was not implanted and a backup device was used. This device is expected to be returned from the field for analysis. No adverse events were reported. This supplemental report is being filled to include additional coding information.

Manufacturer narrative:
This supplemental is being used to provide additional coding information. This device was subjected to detailed laboratory testing. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to environmental radiation.

Manufacturer narrative:
This supplemental is being used to provide additional coding information.

Event description:
This supplemental report is being filled to include additional coding information.

Event description:
It was reported that during sicd implant procedure this device exhibited a red screen that indicated that it should not be implanted. This device was not implanted and a backup device was used. This device is expected to be returned from the field for analysis. No adverse events were reported.